Event description:
A hospital (B) (4) reported via a distributor that the bc2435-20 neonatal oxygen therapy nasal cannula was of an incorrect size when compared against the description on the package slip. This event was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The subject bc2435-20 nasal cannula was only recently returned to fisher and paykel healthcare for eval. Our investigation is currently ongoing. We will provide a follow-up report upon completion of our investigation.